Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode confirmed all electrodes exhibited signs of fatigue breaks. The photographic imaging inspection and the scanning electron microscopy analysis revealed broken wires in the fantail region. It is believed that these breaks caused the poor perception reported. A corrective action was implemented. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced open electrodes. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.